Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the angle wire fluid damage, the ccd module with drive pcb fluid damage, the objective lens broken, the operation channel (primary) buckled, the light guide cable buckled, the segment corroded, the control body corroded, the ccd drive pcb corroded, the electrical pin connector deformed, the lg connector deformed, the body cover grip leak, the remote control buttons cut, the lcb distal cover glass scratched, the junction case loose, the u/d pulley wire worn out, and the ground wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout ).